Event description:
It was reported, that a znn cmn nail 11.5mmx21.5cm 125r was implanted on (B)(6) 2014 on the right side. Due to breakage of the device on (B)(6) 2015 the patient underwent a revision surgery on (B)(6) 2015.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).